Manufacturer narrative:
Correction: the positioning sensor unit (psu) was the component that was analyzed in previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735339r, serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that after completing "the register", when it was going to be used in the sterile field, it was unable to due to the localizer not being connected. There was no improvement even after restarting so the procedure was completed without navigation. There was no impact to patient's outcome and there was no surgical delay time. Additional information was received. It was clarified that the positioning sensor unit (psu) could not be used.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9733438, serial/lot: unknown, product ID: 9733575, serial/lot: unknown, and product ID: 9735339 the system was serviced in the field. There was insufficient information provided. Codes b01, c19, and d15 are applicable.  H6) multiple annex a codes were applied to capture this event. A0709 captures the inability to use in a sterile field and a12 captures the inability to connect to the localizer. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that after completing "the register", when it was going to be used in the sterile field, it was unable to due to the localizer not being connected. There was no improvement even after restarting so the procedure was completed without navigation. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
H3) the scu was returned for analysis. Functional testing determined the scu was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9733575, lot number: 150126. It was reported that the system control unit (scu) to positioning sensor unit (psu) cable was connected to a camera test system to test for any failures. The scu to psu cable was functioning normally with no failures. Flexing the cable did not indicate any intermittent opens. It was fully functional. Codes b01, c19 and d14 are applicable to this analysis. H3, h6: analysis was performed for product: 9733438, lot number: t303454. It was reported that the event log displayed six instances of a position sensor error. Otherwise, the unit navigated without issue. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.